Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 30, 2010, for investigation. A visual inspection revealed that the short port silicon layer was peeled in one area and the piece was not returned. The device was bloody. Based upon the visual observations, the reported failure, "balloon burst" was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) on the vasoview hemopro endoscopic vessel harvesting system short port was blown up. As the harvester was finishing the case and took the btt port out, he noticed a piece of the balloon was missing. The reporter stated that a piece of the silicon fell inside the patient because the balloon remained inflated. The piece was found in the patient and was retrieved through the original incision with no other patient effects reported. The procedure had already been completed with the reported device. The product was returned.